Event description:
Additionally, the patient reported ¿getting very nervous¿, ¿felt scared¿, and ¿felt distressed."

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected between the eyebrows with an unspecified dermal filler. The patient was concomitantly injected with botox®. Two days later, the patient went to the ER because their skin ¿was yellow and pus-sy¿ and eyes were ¿swelled shut.¿ the patient was told their skin ¿was dying¿ and that the injector ¿must have hit a nerve.¿ the patient called their physician from the hospital who ¿was not interested in seeing them¿ and prescribed the patient motrin and amoxicillin that the patient did not take. The patient was also treated with a cream and an antibiotic that also takes care of ¿(B)(6)¿ the patient experienced from prior to the injection due to a cut on their thumb. A family friend who is a health professional told the patient that they have ¿necrosis from arterial occlusion.¿ the patient concomitantly takes lamotrigine. The events are resolving and decreasing in size but ongoing.